Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report the suction on the purely yours breast pump she uses has been gradually decreasing over a period of a few weeks, despite replacing all pump parts. Customer developed unilateral left breast mastitis on (B)(6) 2016 after experiencing clogged ducts in the superior, mid-region of the left breast. She was prescribed a 10 day course of oral antibiotics after examination by her healthcare provider on (B)(6) 2016 to treat the infection. She reports mastitis is resolving and she is feeling improvement.